Event description:
Reporter indicated that vns patient had been diagnosed with vocal cord paralysis, possibly related to implant surgery. The patient is reportedly doing well. It is not known whether any intervention has been taken.